Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had high impedance, high thresholds, and no capture at max output. Possible lead fracture is suspected. The lead is still in use for sensing. Additionally, it was reported that during the implantable cardioverter defibrillator (ICD) changeout the physician unscrewed the setscrew back too far into the header of the replacement device. The physician then insisted on a new device to implant instead. No patient complications have been reported as a result of this event.